Event description:
The facility's technical support services reported an infusion pump with a failure code of 812:02. It is not known if the pump was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by this device.